Manufacturer narrative:
The cool line catheter associated with this complaint will not be returned to zoll for investigation, as it was disposed by the customer. Therefore, a physical investigation will not be performed. The customer reported both that there were a leak and vascular damage. Zoll concluded that the perforation caused the leak within the catheter. 51 y.o. Male was admitted due to subarachnoid hemorrhage from a saccular aneurysm of the anterior communicating artery (acom). The patient has history of high blood pressure. Catheter was inserted into left jugular vein with echocardiographic guidance. The catheter was secured near the placement site with sutures. The patient was not moved after catheter was inserted. After 3 days of ivtm therapy, customer noticed blood was flowing in the start-up kit and hemothorax (accumulation of blood within the pleural cavity) was observed. No air trap alarm and the user noticed. The volume of the saline bag had decreased but it was not replaced. It is unknown of how much saline was infused in the patient's mediastinum. The patient was conscious but suddenly had trouble breathing. Chest tube drainage was performed and the patient's condition did improved. Due to pleural effusion and infusion components matched, the user concluded that the cool line catheter had leaked and caused vascular damage. The catheter leaked to the mediastinum and led to hemothorax and pleural effusion. The patient was eventually transferred to a different hospital for rehabilitation and assessed to be 0 on the modified rankin scale (the patient has no residual symptoms). Assessment is not changed.

Event description:
The cool line catheter was inserted into left jugular vein not left subclavian vein. Patient was not moved after catheter was inserted. Patient has history of high blood pressure. No patient's relevant laboratory test results was provided and no other adverse events other than hemothrax. The cool line catheter was not used within the neurovascular indication or the cardiovascular indication, it was used on subarachnoid hemorrhage from a saccular aneurysm of the anterior communicating artery (acom).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Even event is anticipated, hemothorax can occur as a complication of usage of any catheter inserted in central vein.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Even event is unanticipated, hemothorax can occur as a complication of usage of any catheter inserted in central vein.

Event description:
After 3 days of ivtm therapy, customer noticed blood was flowing in the start-up kit and hemothorax was observed. Per reporter, chest tube drainage was performed and the patient's condition did improved. Due to pleural effusion and infusion components matched, the user concluded that the cool line catheter (lot #unknown) had leaked and caused vascular damage. The catheter leaked to the mediastinum and led to hemothorax and pleural effusion. The catheter was inserted into the patient left subclavian vein with echocardiographic guidance. No air trap alarm and the user noticed the volume of the saline bag had decreased but it was not replaced. The catheter was secured near the placement site with sutures. Unknown of how much saline was infused in the patient's mediastinum, unknown if the patient was transported after placement of the cool line catheter and unknown if there was any other device used prior to or after insertion of the catheter in the same subclavian vein.